Event description:
A (B)(6) female admitted with complaint of painful hardware of left elbow. Unable to obtain info in record of fracture and/or hardware implant date. As per operative report by surgeon preop diagnosis is "painful hardware of elbow with ulnar nerve palsy." Intra-op per surgeon, noted "previous posterior incision was opened up all the way down to the hardware and the medial side of the hardware was removed and noted to be impinging on the ulnar nerve." The pt underwent, removal of painful hardware. Manipulation under anesthesia. Submuscular ulnar nerve transposition. Splinting. (B)(4).